Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: hyperkalemia induced t wave oversensing leading to loss of biventricular pacing and inappropriate ICD shocks. Pace. 2004. Vol. 27: 681-683. Doi: 10.1111/j.1540-8159.2004.00509.x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding hyperkalemia induced t-wave oversensing (twos). The authors described a patient who developed hype rkalemia during hemodialysis. They experienced inappropriate shocks due to twos. The patient had been using a high potassium dialysis bath and attempts to eliminate the oversensing via reprogramming were inadequate, and eventually the oversensing was resolved by reducing the potassium content of the dialysis bath. The lead remains in use. No additional adverse patient effects or product performance issues were reported.